Manufacturer narrative:
H4: device manufactured date: between (B)(6) , 2020 to (B)(6) , 2020. H10: seven actual (7) devices was received for evaluation. Unaided visual inspection was performed along with magnification with fill port caps removed which observed particle matter (pm) for two (2) samples only; one (1) had loose pm at the thread area and the other had pm inside the connector. The pm was described to be a colorless ribbon, a dark fiber, and a white oblong particle. The pm was analyzed using fourier transform infrared (ftir) spectroscopy and found to be cellulose. The pm was further analyzed using polarized light microscopy (plm) and found to be paper, polyester, and mechanical softwood. The reported condition was verified in (2) samples; however, not verified in the remaining five (5) samples. The cause of the condition could not be determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a particulate matter was observed on the fill port and fill port caps of seven (7) 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags. This was observed prior to use. There was no patient involvement. No additional information is available.